Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was beeping and could not clear it even after removing and reinserting the battery. Days later, the customer called back and stated being in the hospital with high blood glucose of 350mg/dl. The caller did not want to take chances with the baby and went to labor and delivery. The caller stated that the buttons were unresponsive and the device was beeping continuously after leaving the doctor's appointment. The customer was off for a day before hospitalization. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.